Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer declined to troubleshoot for high readings. The customer spoke with his health care provider and was told to go off his insulin pump. The product will not be returned for analysis.